Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the display of suspect ventilator was not working. The reported issue was resolved by replacing the power switch. After performing the operation verification procedure (ovp) and extended self test (est), the device was returned to the customer operating to service specifications. The suspect device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the vela ventilator touch screen went blank. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was visually confirmed in the laboratory setting. An evaluation of the component duplicated the reported issue and isolated the issue to visible water ingress.